Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reporting that starting in the last 2 weeks or so ((B)(6) 2019) the patient was in excruciating pain and needed a manufacturer representative to adjust. It was noted that the stimulator was up for replacement. The patient had been having difficulties charging and the implantable neurostimulator (ins) would not hold a charge started about 2 weeks ago. No further complications were reported.